Event description:
Attorney reported. In early 2004, the patient underwent a recurrent incisional hernia repair procedure with placement of a composix e/x mesh patch. In early 2007, the patient underwent surgery to repair his incarcerated, recurrent hernia. Eight days later, the patient was presented to the hospital with severe abdominal pain, fever, and sepsis. The patient was admitted to surgery and found to have bowel obstruction. Adhesions were taken down and two three inch sections of small bowel were removed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.